Manufacturer narrative:
Field service engineer found an internal component failure caused the system shutdown. Component replaced and system tested. Fully operational in accordance with manufacturers service manual.

Event description:
Unit began skipping shocks then displayed error 212 - high voltage error. Field service engineer dispatched. (B)(4). Patient under anesthesia when machine went down. Case postponed and completed later that same day.